Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring was detached from the cartridge prior to use. A new cartridge was loaded resolving the issue. No reported adverse impact to the customer's blood glucose.